Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was not deployed strictly due to anatomical issues and no issues with the valve d eployment was reported.

Manufacturer narrative:
Continuation of d10: product ID: {harmony-25}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, following the first deployment attempt, it was noted that the valve was not positioned at the target implant depth. Subsequently, the valve was recaptured into the delivery catheter system (dcs). Upon the second deployment attempt, it was noted that there were difficulties deploying the valve. Subsequently, the system was withdrawn from the patient. A new valve was utilized to complete the procedure. A procedural delay of 30 minutes was noted as a result. Per the physician, the patient's torturous anatomy contributed to the event.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, following the first deployment attempt, it was noted that the valve was not positioned at the target implant depth. Subsequently, the valve was recaptured into the delivery catheter system (dcs). Upon the second deployment attempt, it was noted that there were difficulties deploying the valve. Subsequently, the system was withdrawn from the patient. A new valve was utilized to complete the procedure. A procedural delay of 30 minutes was noted as a result. Per the physician, the patient's tortuous anatomy contributed to the event. Additional information was received that the right pulmonary artery wire position was used during valve deployment. The valve was partially deployed to row 3, but recaptured into a non-medtronic introducer sheath. A new dcs was used for the successful implant of the replacement valve.

Manufacturer narrative:
Updated data: b5. Second paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.